Event description:
Guidewire fracture during complex coronary intervention resulting in fractured wire piece entering vessel. Guidewire fracture resulted from md manipulation in vessel to engage target lesion - unable to know cause of fracture. Procedure completed.